Event description:
It was reported that shaft break occurred. The target lesion was located in the left anterior descending artery. A 4.00mm x 15mm nc emerge balloon catheter was advanced for dilatation. However, it was noted that the shaft broke and was separated at the junction of the hypotube and the distal catheter. The device was completely removed from the patient's body. Another nc emerge with the same size was advanced and completed the procedure. No patient complications were reported.